Manufacturer narrative:
Device passed the displacement test, self test and unexpected restart alarm test. No unexpected restart alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarm. Customer's blood glucose level was 144 mg/dl at the time of the incident. Customer reports they were able to clear the alarm also able to complete rewind. Customer states the insulin pump was not stored or not in use for an extended period of time. Customer stated alarm did not occur shortly after inserting a new battery. Customer stated alarm was recurring during normal pump use. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.